Manufacturer narrative:
Site declined service for this issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported the system was unable to transfer exam to the site¿s images system. It was noted multiple ethernet cables were tried without resolve. Medtronic received an update the following day stating the issue was resolved and the site declined a system checkout. This issue was noted outside of a procedure, and there was no patient involvement.